Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm due to moisture damage on the force sensor. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and electronic assembly during visual inspection. Pump error 35 unknown.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had critical pump error and a broken force sensor was detected during seating. Customer's blood glucose value was 71 mg/dl. Troubleshooting was assisted. Customer reports they were unable to clear the alarm and they were not able to rewind the insulin pump. The customer also reported that calibration was not accepted and change the sensor alert. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.